Event description:
Home patient (hp) reported a system error 2240 alarm while performing automated peritoneal dialysis with a homechoice machine. Hp was in drain 2/4 when the alarm occurred. Hp discontinued the treatment and finished treatment with manual supplies. It is reported that the hp found that the pet dog had chewed a hole in the patient line of the homechoice set causing a hole which in turn caused the air detect alarm. The rn at the patient's dialysis unit informs that there was no patient injury or medical intervention required. The patient has been reinstructed on proper technique and protocol.